Manufacturer narrative:
Analysis of returned product shows that the fuseable link inside the switch had blown due to a electrical event. The switch casing appears to have contained the event. Examination of the outer casing shows no signs of burning or electrical damage. The switch will be returned to the supplier for corrective action.

Event description:
Customer called and stated the switch sparked and smelled like something burning.